Event description:
Patient with progressive glioblastoma began treatment with novotff on (B)(6) 2012. Novocure was informed on (B)(6) 2012 by family member that patient had died on (B)(6) 2012. Health care practitioner reported cause of death was brain herniation secondary to glioblastoma. No adverse events associated with device were reported. As per device log file review, the last date of treatment was (B)(6) 2012 and device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure concurs with the treating health care practitioner that death is related to progressive glioblastoma. Death is related to progressive glioblastoma. Death is unrelated to novottf. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease on the pivotal phase iii trial, overall survival was 6.3/6.4 months in the novottf and chemotherapy arms respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (patient was wearing device on day prior to death).